Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was not working on battery. Customer reported there was no patient involvement.

Manufacturer narrative:
Through follow-ups, key market (km) indicated that the reported problem was confirmed. The manufacturer's field service engineer (fse) was dispatched to the site and identified that the backup battery was defective. Fse replaced the backup battery to address the reported problem. Unit was returned back to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time.